Manufacturer narrative:
Correction: manufacturer report 2938836- 2017-22835 should not have been reported as a medical device report (MDR) as this product is ous unique and is not distributed in us.

Event description:
It was reported that patient had a remote monitoring session (merlin@home) transmitted on (B)(6) 2017. Remaining battery longevity was estimated at 5 years and 7 months. On (B)(6) 2017, the patient's in clinic visit showed the battery longevity to be remaining at 2 years and 4 months. Device was changed out. Patient is doing well and is stable.